Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The target lesion was located in the highly calcified superficial femoral artery (sfa). Following deployment of the 6.0x40mm 120cm epic stent upon removal from the access sheath the shaft of the device separated into two sections. No patient complications were reported and the patient status is fine

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an epic stent delivery system with no original packaging or other devices. There was blood in the wire lumen. The inner shaft was completely separated from the sds. There was a shaft kink at the distal end of the handle. The inner shaft was measured with a calibrated ruler, the length of the inner shaft was 154 cm. The handle was separated during analysis to inspect the adhesive bond. There was adhesive on the proximal end of the inner shaft and in the adhesive port of the luer indicating that the shaft had been properly bonded to the luer. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The target lesion was located in the highly calcified superficial femoral artery (sfa). Following deployment of the 6.0x40mm 120cm epic stent upon removal from the access sheath the shaft of the device separated into two sections. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).